Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited no image. The issue occurred during preparation for use. There was no patient involvement on this report. The device was replaced with another similar device and the intended procedure was completed with no issue. The type of procedure performed was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. It was confirmed that 4 years and 8 months have passed since the manufacture of the device. The root cause of the reported issue was not identified. The device was not returned for evaluation. The reported phenomenon based on the reported information occurred due to the main pcb had failed, sdi output was confirmed to be not working properly. The cause of the main board failure could not be identified. It is inferred that this event does not tend to occur frequently and is not an initial failure. Therefore, it is considered an accidental failure. Olympus will continue to monitor complaints for this device.